Event description:
It was reported to dräger that a nurse noticed an issue with the ventilator's flow measurement and that the device shut down. As per report, the patient showed clinical signs of insufficient ventilation whereupon a transfer to another ventilator was initiated. It was mentioned that the event did not result in health consequences for the patient.

Manufacturer narrative:
It was further stated in the ufr that a hospital-internal instance has detected a flow sensor failure and a malfunction of the internal battery, and that the manufacturer was contacted for repair. In fact, the user facility did not reach out to the local dräger s&s organization; obviously the follow-up measures were initiated by a third-party service provider. Dräger's attempts to obtain further information were unsuccessful. The partly inconsistent information does not allow a clear understanding of the event - a shut-down is accompanied with an audible power-loss alarm and a dark display i.e. There are no curves and readings visible anymore from which a flow measurement malfunction could be observed. Under consideration that the nurse may have noticed the flow measurement-related alarm and then witnessed the shut-down during interaction with the device, it is still unclear what has triggered the shut-down; a malfunction of the expiratory flow sensor affects monitoring only. The nurse may have accidentally unplugged the device from mains supply and the device shutdown because of a damaged/worn internal battery. There is a number of other situations imaginable that lead to unsuccessful reboots or shutdown in combination with the second fault condition of the damaged/worn internal battery. Further conclusions can't be made - the device was in operation for almost 8 years and is not under a service contract; it is thus not known when the internal battery has been replaced if ever. Dräger recommends regular battery checks and an exchange interval of two years at average use conditions. The battery serves as an important feature to compensate mains power losses and thus, the user is advised to check battery availability during each instance of the pre-use test - the power plug shall be removed, and the user has to check if the device continues operation on battery. This test is able to identify an outdated or depleted battery. Dräger finally concludes that lack of preventive maintenance and failure to follow instructions were the main contributing factors in the event. The flow sensor is a consumable accessory which can be used as long as calibration inside the basic device is possible and which has to be exchanged on a regular base.